Manufacturer narrative:
The pump was received with a blank display due to the moisture damage on the electronics assembly. The pump was received with moisture damage on the motor, vibrator, keypad, and battery tube assembly. They were unable to verify the trace check error alarm, unexpected restart alarm, and displayable history check failed on startup alarm due to the blank display and moisture damage. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer reported via phone call that he had an unexpected restart alarm on the insulin pump. Customer stated that there is condensation under the screen and in the reservoir compartment. Customer also had a displayable history check failed on startup alarm and a trace check error alarm in the alarm history. Customer's blood glucose was 240 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.